Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of "when they unscrewed the syringe from the positive pressure connector there was blood sprayed from the connector all over them" could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot#24115136 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter: was flushing a PICC line to initiate medications and withdrew blood into the syringe to check for blood return. When I unscrewed the syringe from the positive pressure connector there was blood sprayed from the connector all over me.